Event description:
It was reported that when placing the PICC, the end of the introducer "flared". It was stated there was no harm to the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. One 4.5 fr x 7 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The majority of the introducer was observed to be severely curved, and the sheath was observed to be buckled about 2 cm distal to the t-handle. The distal tip of the sheath was observed to be damaged. A microscopic observation revealed one side of the introducer sheath was plastically deformed and torn with a portion of the tip edge flared outward. No damage was observed on the distal tip of the dilator. While the root cause of the damage observed on the introducer sheath is unknown, possible causes include damage during handling or use. A lot history review (lhr) of redx2472 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redx2472 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing the PICC, the end of the introducer "flared". It was stated there was no harm to the patient.